Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4).corrected information: upon further investigation, it was determined that this condition is a duplicate of the condition already reported under manufacturer report number 6000001-2011-00793.

Event description:
A customer reported to baxter (B)(4) of a flolink IV set that has a male luer from an extension broken in the female luer of the flolink set. The incident occurred in neonatal ICU. It was not reported if the incident occurred during use or if there was any patient injury or medical intervention. No additional information is available.